Manufacturer narrative:
(B)(4). The insulin pump was received with stuck motor error alarm loop during a bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. The insulin pump was received with minor scratched display window, cracked lcd window at the bottom right side corner, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 297 mg/dl, which was treated with insulin. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.